Event description:
During a follow - up with the user facility, it was confirmed that: in addition to the previously reported issue the customer also observed a scope communication error (e216) displayed.

Manufacturer narrative:
During the evaluation of the returned scope, the reported scope communication error (e216) was not confirmed or was able to be reproduced. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The conclusion or root cause of the reported issue could not be specified, based on the results of the investigation, we presumed that it was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the connection between the insertion pipe and the control unit was not secured due to looseness of the insertion pipe. It was observed that the universal cord was dirty due to insufficient cleaning or handling. It was also observed that the light guide connector was deformed due to a handling problem. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, control unit, switch 1, grip, angulation lever, up-down plate, right-left plate, universal cord, light guide cover glass and on the light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had no image upon connection. The reported issue occurred during preparation of use for an unknown therapeutic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.